Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material being stuck inside the air/water nozzle, and could not be sufficiently removed and subsequently clogged. It was not possible to further presume the cause of the entry of the foreign material, as detailed handling information was unable to be obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, due to damage on zoom (charged coupled device (ccd)), zoom did not work smoothly, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down (u/d) knob was out of the standard value, adhesive on bending section cover (a-rubber) had a chip and crack, plastic distal end cover (c-cover) had a dent, the connecting tube had a scratch, the image guide (ig) protector had a scratch, switch 1 (sw1) had wear and scratch, the universal cord had a scratch, and the connecting tube had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the evis lusera colonovideoscope had malfunction of zoom/focus switching function. Upon inspection of the customer¿s returned device it was observed, the nozzle of the subject device was clogged. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.